Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. All available information was investigated and a definitive cause for the single leaflet device attachment and poor image resolution could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Imaging was difficult however one clip was able to be placed. Immediately post deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). A second clip was placed medial to stabilize the slda clip, reducing the mr to 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.